Event description:
It was reported that the customer has issues with insulin not delivering. The customer called the next day and stated that she believes the device was not alarming no delivery. It was stated that one time her glucose level was 212mg/dl and she bolused. However, when she checked again her blood glucose rose to 261mg/dl. It was mentioned that the customer have been higher than usual for the past month. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. Advised to call back when they a tubing clamp available to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.